Manufacturer narrative:
Customer did not keep the product.

Event description:
The user facility reported that the device's battery pack was hot after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.